Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the corrosion found ceramic head to be broken likely resulting from the result of stress and wear of the device. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a broken ceramic head. There was no patient involvement.